Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support and was guided through a pump reset, after which the error did not reoccur. The sensor session was successfully started, resolving the issue.